Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs. Additionally, no failure was identified for the fill estimate.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared. However, while reloading the cartridge, a minimum fill message occurred, the cartridge was filled with 120 units. The customer was able to successfully load a new cartridge and resumed insulin delivery. The customer's blood glucose (bg) level was 367 mg/dl, due to the customer eating, while the malfunction alarm occurred, which stopped insulin delivery. The customer reported that bg levels were normalizing due to having insulin on board and would continue use of the pump.